Event description:
It is reported that the doctor tried locking in the poly in the tibia, but the poly would not lock in. Another poly was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.